Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) and there was an audible alert from the device. The right ventricular (rv) lead had triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained and sensing integrity counter (sic) episodes. The lead was noted to have diminished r-wave sensing. The lead remains in use. No patient complications have been reported as a result of this event.